Event description:
After patient was anesthetized, activation of cutting loop electrode caused the patient to jerk. The electrode cord and grounding pad were changed out and upon activation of the electrode, the patient still reacted to the firing of the cautery. The cutting loop electrode was exchanged with a different brand cutting loop electrode and the procedure proceeded without incident. Additional information obtained from the site:it appeared to possibly be an electrical shock. The power setting was unknown. Esu unit is valleylab cx. The rod was switched out and the device worked fine. We are planning to return the device to the MFR for evaluation.